Manufacturer narrative:
Date of report:21may2021. There was no patient involvement.

Event description:
The customer called technical support (ts), reporting that the device displays: "check vent: proximal pressure sensor auto zero failed" error code. The customer reported there was no patient involvement at the time the issue was discovered. Staff was setting up the unit for use, and an alarm occurred. There was no delay in therapy nor any medical intervention provided to the patient. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The customer reports that the flow sensor was just recently replaced within the last week. The rse advised the customer to remove the top enclosure and inspect the pin connections between the solenoids and the data acquisition board. The customer found that the pins were misaligned. The remote service engineer instructed the customer to reseat the data acquisition board, ensuring that the pins are aligned. Advised customer to run unit to verify the issue is gone and to complete a performance verification test. The customer completed the instructions, and the device successfully passed performance specification testing after the repair was completed and was put back into service.